Manufacturer narrative:
Additional information has been provided in d.10, g.1, g.2, h.3, h.6 and h.10. The company service representative examined the system and no problems were found related to the event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The cassette was not returned for evaluation. The lot complaint history was reviewed; this is the first complaint for the finish goods lot number and first for this issue for this lot number. The device history record shows the product was released per specifications. After final assembly, each cassette is verified that all required tests have been performed and all acceptance criteria were met. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract procedure, there was an problem increasing the vacuum during quarter and cortex. Patient impact is unknown. Additional information has been requested.